Event description:
Caller noted that there is a lead warning state on observations and that there is no data to suggest it. Looking back at previous carelink transmissions they all have lead warning. Device is programmed aai. Looking back to (B)(6) 2019 see information that the r ventricular impedance less than 200 ohms and wonder if the lead warning was never cleared prior to programmed aai. Programmed ml would not give the opportunity to clear the rv warning and would continue to be within the observations. To clear would need to interrogate program dual chamber mode, end session and reinterrogate to get the message to dear warning and then program back to aai. Saved to disk showed in key parameter history that the device has been programmed to aai since 2017. There is no updated data to track updated impedances only that min and ma,t were below 200 ohms. Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).